Manufacturer narrative:
Patient identification was requested, but not provided. Device serial number was not provided. Therefore, the catalog number, expiration date, device unique identifier (UDI), age of device, and manufacturer date were not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2018 the patient was admitted from clinic with elevated lactate dehydrogenase (ldh) and clinical signs of hemolysis. Additional information was requested, but none provided.

Manufacturer narrative:
Evaluation of the submitted log file confirmed intermittent elevations in power and flow; however, a specific cause for this finding and a direct correlation between the device and the patient¿s elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2018 at 07:24:32 through (B)(6) 2018 at 13:39:15. Intermittent power elevations over 9 w were captured from (B)(6) 2018 through (B)(6) 2018, reaching a maximum of 10.3 w on (B)(6) 2018 at 10:10:55 and on (B)(6) 2018 at 13:02:58. Estimated flow was also elevated during these events, ranging from 9.5-12.0 lpm. The majority of these elevations in power and flow appeared to be associated with pi events. It should be noted that these elevations appeared to resolve as power ranged from 5.8-6.6 w and estimated flow ranged from 5.1-6.8 lpm during the events captured from (B)(6) 2018 through the end of the file. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system and explains pump speed, power, flow, and pi. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear, however, there are regions at the low and high ends where the relationship is not linear. This document also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Finally, the IFU contains information regarding the recommended anticoagulation therapy and inr range and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.